Manufacturer narrative:
B5: additional information: preop bcva reported as 20/200, post explant bcva 20/40. On (B)(6) 2021 a shorter lens was implanted and the problem is resolved. The cause is reported as "internal anatomy unpredicted." Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, diopter +7.5 into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault, significant reduction of irido-corneal angles (ica), glare/halos, and blurred vision. The cause of the event is reported as a patient-related factor.